Event description:
New information stated the patient was shocked for noise and presented to the clinic. During revision lead fracture was noted. The lead was capped and replaced. The patient condition post procedure was fine.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Oversensing due to noise was observed. All electrical parameters were within range. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.